Manufacturer narrative:
Format history file analysis confirmed pump error 63 due to poor solder joints at ambient light sensor on keypad assembly. Unit passed displacement test, rewind, seating, and basic occlusion test. Unit was received with cracked reservoir tube lip and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump alarmed pump error 63. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.